Manufacturer narrative:
The pump was returned on 9/19/2023 and tested on 1/30/2024. Pump's complaint states, "pump that powered down on its own. The following is a copy of the sales force case report: pt's wife called in stating they woke to a blank screen on her husband's pump". The pump's event log will be pulled and reviewed in order to identify any possible abrupt power off errors. The event log will be attached to the complaint. The analysis of the returned device is complete. The results are below: this complaint was reviewed, and the return product evaluated. After reviewing the pump's event log, an abrupt power off was found on event line 128, as highlighted by the "log_event_on" code without a "log_event_off" before it, meaning that the pump had to be powered back on without being powered off. Issue reportability was changed to reportable after the complaint was submitted, which is why the complaint has been updated to reportable, due to the complaint code (B)(4) : power issue - device powers self off" being MDR reportable according to protocol (B)(4). Reported issue found, device not performing to specification.

Event description:
On (B)(6) 2022, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. The pump was returned on 9/19/2023 and tested on 1/30/2024. Detail of the findings are available in section h of this MDR